Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. E1: telephone: (B)(6). D101: 1 inch width plate (00-8802-001-00) sn: unk. 2 inch width plate (00-8802-002-00) sn: unk. 3 inch width plate (00-8802-003-00) sn: unk. 4 inch width plate (00-8802-004-00) sn: unk. Air hose (00-8801-002-00) sn: unk. Screwdriver (00-8803-000-00). Width plate screws - two (00-8803-001-10). Therapy date: on (B)(6) 2025. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device was not able to graft skin when turned on during surgery. It is unknown if there was any harm or surgical delay. No additional information was noted as result diligence is complete.